Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A1102: applicable to "disc format error a13: applicable to issue loading the exams medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed "disc format error" while attempting to load a patient exam. The local representative (cc) tried another universal serial bus (usb) but it was not resolved. The cc tried loading the exam via both usbs onto another navigation system but was not resolved. The cc tried another patient exam on both usbs and both navigation systems, and was not resolved. The cc loaded the exam onto another navigation system without issue. The cc tried two more usbs with both exams on both navigation systems, and was not resolved. Troubleshooting was performed. Technical services (ts) had cc check the storage space. Both systems had more than 80% storage space availability. The cc tried a third exam, and was able to load onto both systems. The cc tried a fourth exam, and was able to load onto both systems. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, software version #: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this case was opened erroneously. There was no alleged complaint of the disc not loading onto the system.